Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). Additional emdrs were submitted to represent the bard flat mesh (device #1) and bard soft mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent abdominoplasty repair on (B)(6) 2014 and repair of abdominal wall abscess and laparotomy on (B)(6) 2014. It is alleged that the patient underwent ventral hernia repair on (B)(6) 2015 with an unspecified bard mesh (bard flat mesh). It is also alleged that the patient underwent ventral hernia repair with "old mesh" on (B)(6) 2015 and abdominal wall abscess repair on (B)(6) 2019. Attorney further alleges that the patient underwent herniorrhaphy repair with an unspecified bard mesh (bard flat mesh) on (B)(6) 2019 and implant of a bard soft mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.